Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.0x20mm armada 14 balloon dilatation catheter (bdc) was attempted to be inflated when a leak was noticed from the guide wire (gw) port. The bdc was removed, and another balloon was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the complaint information and analysis of the returned unit. The inflation problem and leak were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific issue. Based on the information provided, the investigation was unable to determine a root cause for the reported inflation / leak difficulties. In this case, it is possible, handling or environmental conditions caused a delamination leading to the reported leak, however this could not be confirmed via records review, similar incidents, or scanning electron microscopy (sem) analysis. Based on the investigation and the available information, there is no indication to suggest a product quality issue with respect to manufacture, design, or manufacture, or labeling of the device.